Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have dirt particles in the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and found dirt contamination. The manufacturer concludes that neither generation of particles nor degradation/ breakdown of the sound abatement foam was confirmed.

Manufacturer narrative:
Additional information was received on 24 september 2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have dirt particles in the device. The patient also alleged stinging nose and pollen allergy. There was no report of serious patient harm or injury. In this report, section h6 has been updated.